Event description:
It was reported that a user¿s libre 3+ sensor pairing with the ilet system failed after a sensor change, and the issue resolved after the user restarted the pump and rescanned the new sensor. Symptoms included no glucose readings during the attempted pairing period. Outcomes included temporary interruption of glucose data without medical intervention or hospitalization. Investigation included customer service troubleshooting and user education, including a pump restart and repeat sensor scan. Investigation of this case revealed a transient sensor-to-pump communication failure that resolved with device restart and re-initiation of pairing, consistent with known intermittent connectivity issues. It was concluded, based on previously established findings for similar reports, that the cause was user- and environment-dependent connectivity disruption that was corrected by standard troubleshooting.